Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also retuned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing, extender tubing, and pressure tubing was performed and a leak was detected on the catheter tubing near the y-fitting, approximately 76.2cm from the iab tip. The reported problems were most likely triggered by a leak in the catheter tubing which was found at the y-fitting. The potential root cause has been determined to be a micro-nick on the catheter tubing, which is a manufacturing issue. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that intra-aortic balloon (iab) therapy had been initiated prior to performing pci. After a few minutes of therapy, the console generated a leak in iab circuit alarm. The connection was checked but the issue continued. The console was then switched out with another one, but the issue persisted still. The iab was then replaced with a new one and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) medical center. Occupation: clinical engineer event. Site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).